Manufacturer narrative:
Received one 139110ext in opened original packaging. Lot number was not verified. Performed a visual inspection, the blue insulation is not fully seated to the grey shaft of the electrode. There is metal exposed between the two pieces. The blue insulation and the grey shaft have a melted appearance. Performed a functional inspection using the esu system 7550 (c8406), the arc was unable to be recreated. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that these devices should never be used when: there is visible evidence of damage to the exterior of the devices such as cracked or damaged plastic; these devices fail the inspection described herein. These devices should be inspected before and after each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional information: patient weight was reported as (B)(6); however, reporter did not specify pounds or kilograms manufacturer narrative: the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 139110ext, was being used during a bilateral breast capsulectomies on (B)(6) 2021 when it was reported "during engagement of bovie to skin (inside breast tissue) and arc was seen from the distal portion of the blue insulation to the blade. This caused a burn on the skin." The burned tissue was excised during the procedure as this tissue would have been removed originally due to the plan of the procedure. An alternate device was used to complete the procedure without any delay. This report is being raised on the basis of injury due to unknown degree of burn.